Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approximately 97 months it was reported that oversensing in the ventricular channel and low impedance were observed. Lead remains implanted. Should additional information be received, this file will be updated.